Event description:
The customer reported that while running a hepatitis core assay, sample handler misread a barcode label. The customer reported that they did not have any other details to provide about the incident. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.